Manufacturer narrative:
It was reported that during preparation, negative pressure was applied to a 7f maxi ld percutaneous transluminal angioplasty (pta) balloon (110cm 15x40mm) but the air was continuously released and the air purge could not be completed. There was no reported patient injury. The patient¿s information was unknown. The target lesion was unknown. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. The device was stored and handled per the instructions for use (IFU). There were no anomalies noted when the device was removed from the packaging. There were no difficulties in removing the stylet or any of the sterile packaging components, the product from the hoop, or the protective balloon cover. The maxi ld was replaced with a new one and the procedure was finished successfully. Additional procedural details were requested but are unknown. The product was not returned for analysis. A device history record (DHR) review of lot 17391635 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage - during negative prep¿ could not be confirmed as the device was not returned for analysis. The exact cause of the leakage reported could not be determined. Based on the limited information available for review, storage and/or handling factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation, ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ also noted in the IFU, ¿open the pouch, take the hub and gently take the catheter out. Without twisting, slide the forming tube off the balloon. Fill a 20-cc or larger syringe with equal volumes of contrast medium and normal saline. Attach the syringe to the balloon lumen marked ¿balloon¿. Pull the syringe¿s plunger to deflate the balloon. To inflate the balloon, point the syringe and balloon tip downward and inject the contrast medium and saline mixture.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
It was reported that during preparation, negative pressure was applied to a 7f maxi ld percutaneous transluminal angioplasty (pta) balloon (110 15x40) but the air was continuously released and the air purge could not be completed. There was no reported patient injury. The patient¿s information was unknown. The target lesion was unknown. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. The device was stored and handled per the instructions for use (IFU). There were no anomalies noted when the device was removed from the packaging. There were no difficulties in removing the stylet or any of the sterile packaging components, the product from the hoop, or the protective balloon cover. The maxi ld was replaced with a new one and the procedure was finished successfully. The product was not clinically used and it will not be returned for analysis. Additional procedural details were requested but are unknown.